Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: not observed openings on the device no additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on posterior assessed, as fold flaw opening. Additional observations: stress marks observed, on the device. No further actions are required, as the device was implanted.